Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The reamers are rusted.

Manufacturer narrative:
No device associated with this report was received for examination. A lot code to determine manufacturing age was not provided. The investigation is unable to draw any conclusions due to insufficient information. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.